Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that they are not getting any relief in their symptoms, they lost therapy benefit 3 days after the implant date. Patient reported to adjust the stimulation previously but they made something wrong and required assistance to do it correctly. Patient service specialist reviewed therapy information and general programming guidance, patient was able to successfully connect to implant and increase stimulation to a comfortable stimulation. Patient reported they feel stimulation in the bike seat area, in the hip, down the leg and in their spine, they will maintain that intensity even if is not in the bicycle seat area as it should be. Patient will maintain stimulation level and will continue to track symptoms. Patient mentioned they have a follow up appointment with their healthcare provider today. Patient will discuss with hcp medical concerns. Patient called stating they have rece ived phone calls from two different phone numbers stating they are manufacture and were asking for donations. Patient is afraid they might use their personal information like dob and full name for fraudulent activities. Patient called asking for a refresher of devices connection because patient thought they were making something wrong. Reviewed device education. Patient reported not getting any relief in their symptoms, they lost therapy benefit 3 days after the implant date. Assisted patient increasing the stimulation as they required. Patient will discuss with hcp medical concerns.